Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: a set screw issue was confirmed. The lv septum plug was missing and the setscrew was not returned. All setscrews had silicone material in their hex cavities. The silicone found inside the setscrew hex cavity prevented full insertion of the torque wrench into the hex cavity. When pressure was applied to tighten the setscrew, the hex cavity was possibly slightly rounded (stripped) making the setscrews more difficult to tighten and loosen.

Event description:
It was reported that during implant it was noticed that the screw was broken. This device was not used.